Manufacturer narrative:
A manufacturing investigation action was conducted/performed. Received 1 article of applicator inner shaft., art. No.: (B)(4), for manufacturing investigation. The article is in a used condition, the fork at the front of the shaft is bended. Part description: applicator inner shaft, part number: 03.812.003 , lot number: l378897. Conclusion: the product returned, applicator inner shaft 03.812.003, arrived with a bended clamp tip (B)(4) product photo of applicator inner shaft, 03.812.003¿ during manufacturing investigation, all relevant and significant characteristics like dimensions and hardness were checked and additionally, the article passed all functional tests. All checked characteristics are within the specifications. All actual values and results are documented in this file. The function of the applicator inner shaft, 03.812.003 has been tested with functional gage (simulating interaction of applicator outer shaft 03.812.001) and with functional gage (simulating interaction of applicator knob 03.812.004) the applicator inner shaft, 03.812.003. During attaching, detaching of the applicator inner shaft none anomalies has been detected. No quality issue or product failure has been found during investigation. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number is not provided for reporting. A device history record (DHR) review was performed for part # 03.812.003/ l378897: manufacturing location: (B)(4), manufacturing date: 13. Jun.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery was performed on (B)(6) 2017 for degenerative thoracic spondylolisthesis and the transforaminal-posterior atraumatic lumbar (t-pal) cage system was used to fix the level l4 - l5. During the surgery, the surgeon tried to remove the applicator inner shaft from the t-pal cage, however he had difficulties pulling the shaft back because it was stuck in the cage. Surgeon managed to pull the shaft back, however, the shaft bent. The surgery was successfully completed with a five (5) minute surgical. There was no adverse consequence to the patient reported. Concomitant device reported: t-pal cage (quantity 1), t-pal applicator outer shaft (quantity 1), applicator knob (quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).